Event description:
A report was received that a recently implanted patient had an opened incision at the ipg site and started draining. The patient went to emergency room (ER) and was placed on antibiotics. It was unknown if the cause was device or procedure related.